Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, while in the clinic, the patient's system controller sounded a yellow wrench alarm and displayed a driveline fault. X-rays taken on (B)(6) 2014 showed an area on the driveline near the skin exit site that appeared to possibly be compromised. The vad coordinator reported that there was a sharp bend in the driveline which was felt to correspond to the compromised area on the x-ray. Since there were no alarms causing any abnormal pump functions, the patient continued to be monitored to determine if a driveline evaluation or repair was needed. The patient had been at the clinic that morning with shortness of breath and to receive a blood transfusion for recurrent anemia. The cause of the anemia could not be determined, as the patient reportedly has multiple other health problems, including right heart failure. The vad coordinator stated that she felt the anemia was unrelated to lvad. The driveline alarm was reset and the patient was sent home. On (B)(6) 2014, the driveline fault alarm occurred again. The patient went to the clinic, the alarm was cleared, and the patient was admitted to the hospital. The pump parameters remained stable with no abnormal alarms. The patient was reportedly not a candidate for a pump replacement due to poor health. On (B)(4) 2014, the manufacturer;s technical service evaluated the driveline. The patient was asked to sit up and lay down during the testing. No evidence of broken wires win the driveline was found. On (B)(6) 2014, the patient received another driveline fault alarm, and the system controller was exchanged; however, the alarm returned again. It was decided by the vad team to permanently silence the driveline fault alarm after which the patient was sent home. The patient is still using both primary and backup system controllers. The hospital staff is fairly confident that the patient has an internal driveline issue; however, the patient is not a surgical candidate.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information:. The pump was not returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that on (B)(6) 2015, the patient was sitting on the edge of his bed in preparation to go to sleep and connected to the power module. A red heart alarm occurred and resolved when the patient switched back to battery power. The log file was reviewed and a pump stop/red heart alarm was confirmed. As initially reported, driveline damage is suspected; however, the patient did not want surgery. On (B)(6) 2015, the patient was given an ungrounded patient cable. On (B)(6) 2015, it was reported that the patient experienced a replace system controller alarm, and the alarms were confirmed to be related to the suspected driveline damage. The patient declined to have the system controller replaced, and also declined to have the distal end of the driveline replaced and left the hospital. On (B)(6) 2015, it was reported that the patient was on hospice care (date unspecified) due to an internal driveline fracture, as the patient declined a pump exchange. The patient expired on (B)(6) 2015 on hospice care.

Manufacturer narrative:
The pump and additional equipment were not returned. The report of driveline fault alarms, low speed hazards, and pump stop events were confirmed based on the submitted log files; however, a specific cause for the events could not be conclusively determined. The first log file, dated (B)(6) 2014, contained approximately 32 days of data, which captured two driveline fault alarms. Two additional log files both captured driveline fault alarms, low speed/low flow hazards, and pump stop events while the patient was supported by both the power module and while on battery power. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the log files are consistent with a compromised driveline. A review of the device history records revealed that the pump and system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information it was reported that there was no autopsy and the pump was not explanted.